Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. That patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left supraclinoid internal carotid artery (ica) aneurysm. The aneurysm max diameter was 5.28mm and the neck diameter was 4.51mm. Vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). Due to the patient's severe vessel tortuosity the non-medtronic sheath was placed at the petrous ica. The navien intracranial support catheter was tracked over the phenom 27 microcatheter to the supraclinoid syphon. At the supraclinoid level was a tight bend. The phenom microcatheter was placed at the superior branch of the m2. The pipeline was then loaded in the phenom microcatheter per IFU. The pipeline initially opened well in the m1, terminal ica, and anchored very well but after about 10-12mm of the device opening, at the bend, the pipeline could not be opened as required even with the navien not giving support to the phenom. The surgeon tried twice to resheath the pipeline at the bend without successful opening. Also tried using the navien but without success. The pipeline was positioned in a vessel bend. Less than 50% of the pipeline had been deployed when it failed to open. The device was resheathed 2 times without successful opening; no additional steps or devices were required. The pipeline was resheathed and removed with the microcatheter. Another pipeline flex with shield (model: ped2-450-35) was then used and opened well with good wall apposition to complete the case with stasis in the aneurysm achieved. There was no harm or injury to the patient.

Manufacturer narrative:
Product analysis #285825467:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline flex embolization device and a phenom-27 catheter were returned for analysis within a shipping box; within an opened pipeline flex embolization device outer carton; within an opened pipeline flex embolization device inner pouch and within a dispenser track. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. (Pli-20) no device malfunction was reported with the phenom-27 catheter. The phenom-27 catheter total length was measured to be ~158.5cm. The phenom useable length was measured to be ~151.9cm. Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be flattened at ~5. 0cm for ~0.5cm from distal tip. No damages were found with the marker band or the distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times or patient vessel tortuosity. The customer reported patient vessel tortuosity as severe. It is likely severe vessel tortuosity contributed to the ¿failure/incomplete open distal¿. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.